Manufacturer narrative:
A product investigation was completed: the extraction screw was received with the distal end broken off and the broken off tip was not returned. The fracture site on the main body of the device was examined and no material voids or irregularities were identified. The threads shows wear. The balance of the extraction screw is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the instrument is already broken. The returned instrument is contained within two depuy synthes systems. The first is the spine screw removal system and the second is the screw removal set. For the first system the instrument is intended for the removal of tslp, stb, accs, vectra and vectra-t screws with damaged drive recesses. For the second system the instrument is intended for the removal of broken 7.3mm cannulated screws. A device history record was performed for the part. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A review of the current design drawing/manufactured revision for the instrument was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. While the root cause is likely a result of the method of use, since the specific conditions at the time of the issue are unknown, the root cause cannot be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part number: 387.34, synthes lot number: u196872: release to warehouse date: april 18, 2014. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that during surgery of an ankle hardware removal of cannulated screws, the tip of the conical extraction bolt broke off when the extraction bolt engaged with the recess of the cannulated screw. The tip of the device was retrieved using surgical forceps. The surgery was successfully completed without delay and there was no harm to the patient. This is report 1 of 1 for (B)(4).